Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was unknown. The customer changed the battery and the power error came up again. The customer had power error detected recurred within a week of troubleshoot of previous occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Power error alarm due to electrical board connector resistance issue.